Event description:
Philips received a complaint on the dfm100 device indicating that the operational test did not pass. The rse evaluated the device. The ECG module connection was reset and the operational checks passed. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.